Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 470-471 mg/dl. A system check was performed and air bubbles were observed. Additionally, it was found that the customer was using humalog insulin for 3 days, tandem technical support advised the customer that humalog insulin was for 2 day use. A correction bolus was delivered lowering customer's bg to 450-451 mg/dl.